Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise resulted to pacing inhibition and created lack of synchrony which led to fatigue and dyspnea. The noise was reproduced with isometrics. Programming changes were made. The patient was stable.